Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the cannula of the infusion set broke off and remained in the patient's body. On (B)(6) 2015, the general practitioner made a home visit and discovered the cannula was not palpable. On (B)(6) 2015, the patient was taken to the hospital. At the hospital, the patient received an x-ray and the cannula was surgical removed. The patient was in the hospital for a "few" hours. The infusion set was requested to be returned for product evaluation.